Event description:
The patient reported to philips that while using the dream station 2 advanced auto CPAP alleges the hot and smoke odor from the machine. Painful sensation in upper nasal airway. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The patient reported to philips that while using the dream station 2 advanced auto CPAP alleges the hot and smoke odor from the machine. Painful sensation in upper nasal airway. The previous report included serious injury for the type of reported complaint, which is incorrect. The following sections were corrected: b1, b2, h1 and health impact grid. This report is being filed to correct this information.

Manufacturer narrative:
The patient previously reported to philips that while using the dream station 2 advanced auto CPAP alleged the hot and smoke odor from the machine. Painful sensation in upper nasal airway. The device was returned to manufacturer. The external investigation showed that the patient had tampered with the operation of the device by wrapping the iso tube with black tape. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instances of errors on the error log. The care orchestrator data was unable to be downloaded. The internal investigation of the device showed that there were no signs of contamination or non-conformances inside of the device. The device was scrapped.

Manufacturer narrative:
The patient reported to philips that while using the dream station 2 advanced auto CPAP alleges the hot and smoke odor from the machine. Painful sensation in upper nasal airway. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.